Manufacturer narrative:
Device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that two infusion sets fell off during use which occurred on (B)(6) 2024. The set was in use for one - two days for each infusion set. Patient's blood glucose at time issue was noticed (with all inf) was between 200mg/dl - 250mg/dl. No further information available.